Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that for the past month or two they have been having issues charging their implanted neurostimulator. Patient stated that they will be able to charge for a few minutes and then the controller will say to replace the controller batteries. Patient also stated that the controller screen will go white and unresponsive. Patient reported that their controller was at 100% and the implant was at 60% but that they continue to get the battery low message. Patient stated that the charge session will start and then stop and that they have to do a controller reset to start the session over. Patient mentioned that they have only been able to use their equipment about 5 times in the last 2 weeks. Patient noted that one day the charge session will work and the next it will not and that lately the charge session has not been working more than it has. During the call, patient confirmed that there was no damage to the recharger. Patient initiated a charge session to their implant and was able to start recharging with excellent quality. Shortly after starting the session, patient mentioned the controller screen went white and was unresponsive. When asked for an event date; patient noted that the issue has been on and off for probably a month or 2. The issue was not resolved through troubleshooting. An email was sent to the repair department to replacing the recharger. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the controller will stop recharging the implant after 15 minutes and say finished even though the pt did not think the implant was fully charged. Pt stated they felt pain around their implant site. Agent reviewed to replace the controller and follow up with their managing healthcare provider (hcp) about the implant site pain. A replacement controller was sent out. Additional information was received from a patient (pt). It was reported that they received a replacement recharger and controller and are still having issues charging implant. Pt stated the controller is charged to 100% and implant 80%, when trying to recharge implant, it charges at excellent for 15 min and says finished, even after resetting controller same thing happens. Pt stated they are feeling sore and does not think their implant is charging or working. Agent helped pt make sure their stim is on and redirected the pt to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the implantable neurostimulator (ins) was removed on (B)(6) 2024. The patient stated that the issue has been resolved.

Manufacturer narrative:
Section b5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause was one of the wire had falled down. The implant has been removed and the new wires had kept the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the healthcare provider (hcp) had told the patient they implanted the device too shallow hence some of the pain. The manufacturer representative (rep) recalculated the left wire and turned it up. The issue has not been resolved. Their hcp recommended a different stimulator to be put in on the 30th of october.